Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio sync meter would not sync with her I-phone. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. During the follow up call with patient it was established that the verio sync meter was not functioning and did not power on. The patient stated that the alleged issue occurred on ¿(B)(6) 2015, 8:01 am¿. The patient manages her diabetes with oral medication, diet and exercise and reported that at this same time she ate less food/drink as a result of the alleged product issue.¿one hour¿ later, the patient detailed that she developed the symptoms of ¿blurred vision and headache¿ which she associated with a high blood glucose excursion. The patient would not confirm if she received any treatment. At the time of troubleshooting, the cca confirmed that it was not the first time the patient attempted to sync the meter, there was no date and time displayed on the meter and bluetooth was enabled on both devices and within 10 feet of each other. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. The patient confirmed with mss that the alleged syncing issue was not the cause or contributor to this event.